Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo, mildly calcified, heavily tortuous and 90% stenosed lesion in the right renal artery. The herculink elite stent delivery system (sds) was advanced but after several attempts, failed to cross the lesion. When the sds was removed from the body, it was found that the stent had dislodged and was left in the patient's deep femoral artery. The stent was embedded in the vessels. There was no adverse patient sequela or a clinically significant delay in procedure. Another 4x15 coronary stent was used to finish the procedure. There was no additional information provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported failure to advance was not tested as it was based on case circumstances. The stent dislodgment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported difficulties and subsequent treatment to embed the stent in the vessel were due to case circumstances. It is likely that anatomical conditions contributed to the reported failure to cross and stent dislodgment. It is likely that the stent became compromised on the balloon after several attempts to cross the mildly calcified, heavily tortuous and 90% stenosed lesion resulting in dislodgment during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.